Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the inserter broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: arthroscopic rotator cuff repair. After making a pilot hole in the humeral head with a drill, iconix was driven in. Because the patient's bones were hard, it was struck hard several times. When pulled out strongly, the anchor inserter broke. The tip that remained stuck in the humeral head was pulled out with forceps. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive force applied on device or 2) movement of guide out of orientation to pilot hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the inserter broke during the procedure. All pieces were retrieved.